Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during training with the pt on how to swap system controllers, when connecting the back up system controller to the power, alarms began and they could not be silenced. The pt was given a new back up system controller and no further issues were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the reported event was confirmed. Through analysis, it was determined that the system controller would not operate the test pump. The system controller covers were removed which revealed several components damaged on the printed circuit board which disabled the system controller drive circuitry. No further info is available. The MFR is closing its file on this event.